Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. . This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the pump shows several damaged parts and missing parts. For this reason, damages and/or missing were likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: cpu board replacement. Full description: they found the device in the office and it was inspected. As soon as the device was plugged in, it would alarm constantly without actually powering on. They noted that the wi-fi card was also missing and but there was no battery in it. They replaced the battery but device behaved the same. They replaced the power board, but the issue persisted. After replacing the cpu board, the backlight could be seen but no information was being displayed and none of the buttons worked. It was disassembled and saw that a ribbon cable was clearly loose that connects the screen to the buttons. They put the cable in properly and reassembled. The screen was functional but buttons were not. They tried with the same result and replaced the outer housing that held the buttons. Once it was reassembled and they were sure that all issues seemed to be resolved, it was plugged into partner software and performed all calibrations. They disassembled and installed a new wi-fi card. Initially, it was not able to reconfigure wi-fi settings. It flashed a cpu board and reconfigured pump settings and was able to reconfigure wi-fi settings. Afterward, they had to perform calibrations again as device saw new cpu board. Calibrations were performed. Pump required full pm to be put back into service. They were reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.